Event description:
Failure to alarm: gauze negative pressure dressing applied the dressing during a dressing change it was observed that the dressing was saturated and leaking. The negative pressure machine did not alarm.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys ez. Smith & nephew received the above named product reported as a field complaint for adverse event. The complaint was not confirmed, as the device was not available for evaluation within a reasonable time frame for the closure of the complaint. This complaint involves an adverse event for a system connection, which there was no leak alarm trigger from the pump (showing good pressure 125mm/hg) after an observed leakage at the dressing site and removal of the port pad from the wound site, opening the system to air. The serial number was reported as unknown; hence, a device history record evaluation was not possible for the device. Since the negative pressure wound therapy involves various elements, it is difficult to determine and assign a definitive root cause for the issue reported within the complaint. A possible root cause for the pump not triggering a leak alarm may include: a blockage caused by clotting at the head of the soft port or gradual blockage/buildup of blood clots/exudate inside the soft port fluid handling pathway. In order for a blockage alarm to be triggered, the fluid handling pathway must be ¿fully¿ occluded and an alarm would have been be triggered within 3 minutes. If a blockage occurs at the wound site or within the fluid handling pathway and air still reaches the system, the pump will not alarm. In regards to a pump not triggering a leak alarm after the soft port removed from the wound means that the system was holding the negative pressure probably asa result of the blockage and a leak not significant enough in order to trigger an alarm. It is recommended to return the device in order to rule out a pump malfunctioning, as the cause of the reported issue. No corrective action will be taken at this time; the pump is needed for evaluation. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.